Event description:
It was reporting that the device had logged a fault code related to the coin cell battery; however, after the initial device evaluation, it was observed that the device would reboot upon power up.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The system controller and the user interface pcb assemblies were replaced and proper device operating was observed through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assemblies and found the cause of the reported failure to be an integrated circuit, designator u61 from the system controller pcb assembly.